Event description:
The pt was being fed through a gastrostomy tube using pump. One liter of an enteral feeding solution was hung, and the pump was set to deliver 140 ml/hr. One liter was delivered in 2 hours. Following the event, the pt had loose stools, lethargy and bilateral lung crackles. The pt was continued on antibiotics. Two days following the event, the pt was afebrile and the lungs were improved. The pump was replaced and feedings were continued.

Manufacturer narrative:
H6. Code 200=evidence of abuse of the device. H6. Code 605=error codes cause the pump to shut down. Error codes may appear at anytime, but are usually cleared by turning the pump off, then on again. Persistent error codes require service. It is unk if error code 5 in this case was triggered before, during or after the event. Additional operating problems: 52b-broken door, have to hold in place the close. 99a - door cover missing; 52c - broken door latch 1 opener - metal piece missing error code 5 in flush display - motor timer error. Summary of customer complaint: 100ml of osmolite hn rth with a set rate of 140ml/hr was run for 2 hrs. 1,000 ml delivered. 031- over delivery. Test to duplicate customer complaint: a bag set from original lot (unopened) was returned with pump. Set will set to device mfg after delivery test for further testing. Test results: pump delivered within spec. No difficulties were noted during test. Pump was tested with missing door cover, missing metal piece on door latch and broken door. Conclusion: complaint (031-over delivery) was not confirmed during testing.